Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent delivery system was returned for analysis. The reported stent separation and material deformation could not be confirmed as the stent was not returned for analysis and remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effects of thrombosis are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A cine was received and reviewed by an abbott vascular clinical specialist. The cine images identified what appeared to be a bent stent, it is possible the bent stent seen in the images was identified as a stent break. The investigation was unable to determine a conclusive cause for the reported material separation (stent break) as a stent break was not identified during the cine review. The investigation was unable to determine a conclusive cause for the reported material deformation. The reported patient effect of thrombus and treatments appear to be related to operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Device available for evaluation. Device code 1069 - removed. Patient code 2199 - removed.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: the patient presented with an st elevated myocardial infarction and the procedure was performed to treat the large thrombotic load in the occluded right coronary artery. Thrombus aspiration was performed and a 3.00 x 33 mm xience sierra stent was deployed with no reported issue . Haziness was seen post stent deployment. Further imaging indicated that the haziness was as a result of a stent fracture [separated into two pieces], stent recoil [material deformation] and residual thrombus. A 3.5 x 48 mm xience xpedition stent was deployed successfully to treat the stent fracture and residual thrombus. The 3.5 x 48 mm xience xpedition stent was post dilated with a non compliant 4.00 x 12 mm non-abbott balloon catheter. While a delay in the procedure occurred as a result of the stent fracture, good angiographic results were confirmed post procedure and additional stenting. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after the implantation of an unk xience stent, the stent was noted to be broken and an additional unspecified stent was used to treat the break. No additional information was provided.